Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implanted: (B)(6) 2010.

Event description:
It was reported that there was a right ventricular (rv) lead warning, and a polarity switch was noted upon interrogation. Infinite lead impedance readings were also exhibited, along with undersensing, diminished r-waves, and no capture in unipolar. The physician chose not to do any intervention due to the patient's health status. The rv lead remains in use. No patient complications have been reported as a result of this event.